Event description:
Baxter sales representative received report from customer on this set. Customer reported an incident where a leak occurred at the junction of the tubing and the micro-bore on this set. Pediatric patient was receiving intralipids when this event occurred. No patient injury or medical intervention has been reported at this time. No additional patient information is available at this time.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed. Similar issues have been reported for this product family. This incident has been communicated to the responsible baxter peronnel to review and determine if this data is within the expected level of occurrence.